Event description:
It was reported that the abutment screw failed on tooth site #37. The crown became loose. The doctor tried to remove the crown but resulted in the entire implant to be removed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Date of event unknown / not provided. PMA/510(k) numbers: k011028, k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
It was reported that one (1) unknown zd abutment screw failed causing mobility in the crown and leading to a complete explant of the one (1) impl scr-v sbm 4.7mm 4.5m m 10mm (svwb10). Only the implant was returned, and visual evaluation identified that it had signs of use and removal damage. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Pre-existing condition noted on the per was bruxism and low bone density (type iii). The reported devices were at tooth location 37 (universal) for approximately 5 years, 1 month. The customer did not provide x-rays or images. Appropriate documents were reviewed. DHR review was completed for the subject lot number (63463079). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, the reported event and malfunction could not be verified for the unknown zd abutment screw as it was not returned. Additionally, for the svwb10 the signs of use and damage seen were identified as removal damage, which zimvie is not responsible for. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "yes" to "no." H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional and corrected data. Corrected data: based upon review/inspection of the returned product the screw was found to be fractured. The abutment and dental screw were not returned with implant. The following sections are being reported: d10: concomitant device: dental implant, svwb10, impl scr-v sbm 4.7mm 4.5mm 10mm, lot# 63463079 was updated.

Event description:
No additional event information was received at the time of this report.